Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic for an in person follow-up. Upon interrogation, it was found that the patient's implantable cardioverter defibrillator exhibited post-paced t wave oversensing. Corrective programming changes were made on (B)(6) 2021. The patient experienced no adverse consequences, and was stable before, during, and after the event.